Manufacturer narrative:
As of today, no additional information is available and our investigation is complete. Should additional information become available, this report will be updated.

Manufacturer narrative:
Subsequent information indicated that the patient was seen in the office for follow up. A lead fracture was confirmed via fluoroscopy. A lead revision procedure as performed where the lead was cut and capped. A new lead was placed without complication. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine follow up office visit, this right ventricular (rv) lead displayed an indication that a lead safety switch had occurred. The local field representative (fr) tested the lead and a high, out of range pace impedance measurement was obtained and intrinsic amplitude was not able to be obtained. The lead safety switch condition was reset. The lead was then tested in bipolar configuration which resulted in good lead measurements. The lead will continue to be monitored and the patient is scheduled for follow up in one month. There were no adverse patient effects reported.